Manufacturer narrative:
Investigation is ongoing. Device was discarded.

Event description:
During the transfemoral tavr for a 20mm sapien 3 valve, resistance between devices was observed. Both eia was slightly smaller than 5.5mm. As this stenosis was not caused by the calcification or plaque, the physician determined it as accessible. The esheath was inserted without problem. When the delivery system was inserted, there was strong resistance. The delivery system was able to be advanced little by little. During this insertion attempt, hypotension occurred. The percutaneous cardiopulmonary support (pcps) was implemented. Tee revealed the flap at aortic arch and acute aortic dissection was suspected. As the pcps was stabilizing the hemodynamic, valve implantation was prioritized and executed. Although angiography could not identify the entry of the dissection, false lumen was confirmed (post procedural CT revealed that the entry was located in the area closed to abdominal aorta). The dissection was inferred as retrograde dissection. As the angiography could not provide the good image to evaluate the blood flow to the right renal artery, the stent was implanted to secure the blood flow. No further intervention was required. Per the physician, the tip of the sheath was contacting the vessel wall during the delivery system insertion and it is possible that the tip of the sheath caused the dissection.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint was unable to be confirmed as device was not returned and there were no imagery or medical records provided for evaluation. As the device was not returned, no visual inspection, functional testing, or dimensional analysis was able to be performed. The complaint for difficulty advancing the delivery system through sheath was unable to be confirmed without procedural imagery or return of the complaint device. As the device was not returned, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. However, review of the device history records and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the IFU/training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. The minimum required vessel diameter for a 14f esheath is 5.5 mm. It was reported that the eia minimum luminal diameter was slightly smaller than 5.5mm,but that this stenosis was not caused by the calcification or plaque. Stenosis can create a restricted pathway or constrained condition resulting in difficultly during sheath expansion and increased resistance during the advancement of the delivery system. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (eia stenosis) and/or procedural factors may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. In addition, there was no edwards device defect identified. As such, no corrective or preventative action nor product risk assessment escalation is required at this time.